Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system did not drive anymore. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rep found that the motion clutch was disengaged. This was corrected and the staff were instructed on how to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.